Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 20441531.

Event description:
It was reported that the patients spinal cord stimulation leads migrated and the patient no longer received pain therapy. The patient underwent a revision procedure where the two leads were replaced. The patient was recovering postoperatively. There were no issues with the leads other than migration. The leads were not returned as they were disposed of by the medical facility.